Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5073797. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On two occasions one of the staff has noticed when she goes to retract the needle that it almost pulls the whole cannula out of the IV site. She wonders if there is a little burr and it is getting caught on the plastic cannula. No adverse event reported.

Event description:
Customer response on (B)(6) 2025. 1. Could you please provide the exact event date in the format (mm-dd-yyyy) for both occurrences? (B)(6) 2025. 2. Does the needle fail to retract? No. 3. If yes, does the needle partially retract, slowly retract, or not retract at all? The needle fully retracted but it got caught on the canula on the way out pulling the cannula out with it. 4. Is there any visible catheter damaged when it appears to be caught on the needle? The nurse caught the cannula on the way out before it was totally out and was threaded back in. 5. Is there any harm/serious injury to patient? No harm to the patient.

Manufacturer narrative:
Additional information received including clarification of event date.